Manufacturer narrative:
H3: product analysis found that the device was returned in a non-packaging resealable bag in the packaging pouch without the tray. T here were creases in distal portions of the flex circuit upon return. The maximum resistance from electrodes to pins is 20 ohms and the actual measurement was 26 ohms (blue with clear tubing), 12 ohms (blue), 12 ohms (red with clear tubing), and 25 ohms (red) which the blue with clear tubing and red electrodes were out of specification. The device was connected to a nim system and the electrodes on the distal end of the flex circuit were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the flex circuit, wires, or connectors. The complaint was confirmed, due to an out of specification condition. H6: previously applied codes fdm b17, fdr c20 fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that rocuronium 20mg was administered as a muscle relaxant for intubation.

Event description:
It was reported that intra-op, no signals were attained through the emg tube despite performing troubleshooting. Reintubation was necessary and a new emg tube was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states, however it is similar to the united states marketed device (nim trivantage emg tube, 8229705). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the cuff insufflation and desufflation was routinely checked prior to use. The electrodes sticking to the nim flex were just inspected prior to intubation. No electrical testing of the tube was ever performed prior to intubation. The train of four (tof) testing, is one of the first procedures performed to rule out persistent relaxation. Too much fluid in the field would not hamper neuromonitoring of both vagus and rln to that extent. After re-intubation, reading was intact with the new nim flex. The tube was immediately used after opening from the sealed package and no damage was noticed in the tube or packaging.